Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Mc1vr01-delsys, expiration date: 28-feb-2021, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device manufacture date : mfg date: 24-sep-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the patient experienced a micro perforation and pericardial effusion. After an attempt was made to remove fluid from the pericardial space, the patient stabilized on their own. The leadless ipg was removed. No further patient complications have been reported as a result of this event.